Event description:
On (B)(6) 2009, the pt reported that since last fall she has had issues with air bubbles in the insulin cartridge of her infusion device. She uses room temperature insulin to fill her cartridges. The pt does not move the piston rod to the 310 unit mark when she completes the change the cartridge process and was advised to do so. She stated she is able to prime the air bubbles out. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.